Event description:
It was reported that the customer continued having low blood glucose and bubbles appeared in the reservoir. The father also noticed insulin leaking past the first o-ring.

Manufacturer narrative:
Currently, it is unk whether or not the reservoir may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.